Event description:
Litigation papers allege that as a result of excruciating pain, multiple dislocations of the newly implanted hip system and the inability to walk, patient underwent revision surgery. It is further alleged patient has and will continue to suffer excruciating pain and patient requires ongoing treatment and rehabilitation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
Litigation papers allege that as a result of excruciating pain, multiple dislocations of the newly implanted hip system and the inability to walk, patient underwent revision surgery. It is further alleged patient has and will continue to suffer excruciating pain and patient requires ongoing treatment and rehabilitation. Update litigation alleged the asr hip was explanted due to device failure, pain and other injuries due to excessive levels of chromium and cobalt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.